Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that he had a puss-filled boil under the electrode belt cable. The patient's physician reportedly attempted to lance the boil and provided antibiotic pills. Follow-up indicated that the irritation was improving.